Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer stated: the process for indwelling catheter was successful, but the head of the catheter was found blocked when blood flow was directed. Pt was involved but w/o injury. The catheter had to be removed and replaced with a new catheter. Site. Implantation date: (B)(6) 2010, explanted date: (B)(6) 2010. No sample available.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.